Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unknown date after the use of the product.

Manufacturer narrative:
This is one event for the same pt involving two separate products; associated MDR # 1225714-2013-02303.

Manufacturer narrative:
Additional information has been requested and will be submitted upon receipt accordingly. This is one event for the same patient involving two separate products: associated MDR # 1225714-2013-02302 and 1225714-2013-02303. Note: allegedly this patient had a total of four isolated events of which are being filed under separate medwatch reports respectively.

Event description:
The plaintiff's attorney alleged that patient experienced a sudden cardiac event and expired approximately three weeks later. This is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.